Event description:
Additional information received reports they were going to be performing a cardioversion on the patient and the patient stated that every time he had a cardioversion it blows the circuit on his ins (stimulator). The caller wanted to have someone from manufacturer present at the next cardioversion. Caller did not have any additional information about the issues related to the stimulator. The last cardioversion occurred on (B)(6).

Event description:
It was reported that the patient turned the device off the morning of a cardioversion procedure. When the device was turned back on, the patient noticed a power on reset (por) condition occurred, as the device displayed a ¿call your doctor¿ icon. The patient was not able to adjust stimulation. It was noted that there was a triangle in the upper left corner. The patient was redirected to their healthcare provider to clear the por. Follow-up was conducted to obtain outcome and whether or not if any actions were necessary.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lcyf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).